Event description:
User received discrepant troponin t results for one sample. Initial result was 0.124 ng/ml, repeat result was <0.010 ng/ml twice. These results were on a tech from the lab and were not reported. The field service representative was unable to determine the cause and noted he checked the analyzer for mechanical problems along with performing a precision run. Performance tests were performed.